Manufacturer narrative:
(B)(4). Field service specialist visited the account and completed 3 test of arcuate treatments @ 2mm, 6 mm & 11 mm optical zone. All treatments ablated in the proper optical zone. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient had surgery on (B)(6) 2015. Affected eye is right, that has nuclear sclerosis 2-3+, clear cornea. No video available. Surgeon approved system surface fits. There was no vacuum loss during the procedure and anterior capsulotomy 100% and was free floating. Continuous curvilinear capsulorhexis technique was used. No vitrectomy required. Phaco tool used during extraction. On a post op visit it was noticed patient had corneal perforations and that arcuate incisions were too central. Patient post op status is that patient will have iol repositioned with the possibility of iol exchange. Surgeon does not know if system caused or contributed to the event.

Manufacturer narrative:
Additional information: there is no problem indicated with the catalys system. Technical service was unable to establish a remote connection with the system. Field service engineer was able to pull up patient database files for the patient. The database files were reviewed by product engineer and the arcuate looks normal; the overlays match where the incisions were placed. Since there is a tilt to the arcuate, depending on the thickness of the cut and the side cut angle, the posterior part of the incision can be more central than the anterior part, so this should be taken into account. A record review was performed. The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.